Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation description of event: as reported, during a retrograde intrarenal surgery (rirs) procedure, the ngage nitinol stone extractor's basket wire broke when trying to remove the lower polar 7mm stone. The device was tested prior to use. A laser or other electrified instrument was not used at the same time as the device. The procedure was completed using another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, and a visual inspection, of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in an open package with label. Basket had broken wires coming from distal end of sheath. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. The returned device was found to have 2 broken basket wires. It is possible that excessive force was inadvertently applied to the device, resulting in the broken wires. No specific information of device usage was known, but situations such as attempting to remove a large stone through the scope can place large forces on the basket components, leading to breakage. There was not enough evidence to allow a conclusive cause of the issue to be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery (rirs) procedure, the engage nitinol stone extractor's basket wire broke when trying to remove the lower polar 7mm stone. The device was tested prior to use. A laser or other electrified instrument was not used at the same time as the device. The procedure was completed using another same type device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects as a result of the issue.

Manufacturer narrative:
E1: customer postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.